Manufacturer narrative:
(B)(4). On (B)(6) 2015 dr. (B)(6) called and provided follow up information. The patient did not have an arterial occlusion. It was a venous occlusion. A CT scan was done. The patient had mild cellulitis. Dr. (B)(6) described that the patient had a minor complication. She did not have necrosis. He prescribed antibiotic prophylactically along with nitro paste and aspirin. The patient and family were worried. He had the patient in the hospital overnight where he has privileges. The patient was in the hospital for one night. She was fine so he discharged her. The patient has a minor scar. Dr. (B)(6) does not know if the scar will be permanent. He discontinued all meds. The patient is healing. The device history record review for reported lot number was conducted. No non-conformances were discovered that would have contributed to this event.

Event description:
Dr. (B)(6) reported that he injected a female patient on (B)(6) 2015 into the top of the nose between the eyes (nasal root) with 0.2cc radiesse+ (lot 100081278). When he injected he felt like something went wrong. There was blanching. He told the patient that she may develop complications. That event the patient sent a photo and called. In the morning on (B)(6) 2015 the patient came into the office. There is necrosis on the left side of the nasal root. Dr. (B)(6)gave the patient a steroid shot.